Event description:
It was reported that the subject had repeated blackout during procedure setup. There were no reports of patient harm.

Manufacturer narrative:
E1- initial reporter establishment name : (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blackout due to the failure of the dp board. (Printed circuit board) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer. And no patient involvement.